Event description:
It was reported that the patient presented in clinic for follow-up. Upon review it was noted that the atrial lead exhibited noise leading to oversensing and triggering auto mode switch episodes. The noise was reproducible with arm movements. Programming changes were performed. The patient was in stable condition.